Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as exposure to pet bacteria. On the same day as diagnosis of peritonitis, the patient was hospitalized for the peritonitis event. Treatment for the event was not reported. Action taken with dianeal therapy was not reported. At the time of this report, the patient was recovered from the event and had been discharged from the hospital (total stay of three days). No additional information is available.